Event description:
The customer questioned the accuracy of the initial n latex flc kappa results for a patient sample tested on the atellica ch 930 analyzer with serial number (B)(6). The customer stated that the initial results were not reported to the physicians and that the same sample and analyzer were used to perform repeat testing with a ×10 auto-dilution factor. The customer considered the repeat result of 40.50 mg/l to be correct and reported the result to the physicians. There are no known reports of patient intervention or adverse health consequences associated with this event.

Manufacturer narrative:
Siemens dispatched a customer service engineer to the customer site. The customer service engineer performed troubleshooting, which included verifying the alignment of the atellica ch 930 analyzer arms and performing an automatic verification using the service software. No issues or failures related to the n latex flc kappa assay were identified. The customer noted that the patient has multiple myeloma and may be undergoing active treatment, as well as presenting other concomitant pathologies that could interfere with or impact result interpretation. Siemens noted good performance with other assays and retrieved event logs for further investigation.